Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a trans septal tmvr procedure with a 29mm sapien 3 ultra resilia valve in a pre existing surgical valve being treated for mitral regurgitation, the operator attempted to use a technique to help with advancing the 29mm commander delivery system and crimped valve through the surgical mitral valve, which was snaring the wire in the ventricle from the arterial side to provide a stronger rail. The initial puncture was inferior and posterior. The team was able to advance the delivery system with crimped valve beyond the mitral surgical valve with this technique but was not able to complete the docking process (gross alignment) due to the pusher getting stuck on either the surgical mitral valve or the septum, and the angle of the patient's anatomy. Troubleshooting was performed, and the surgical valve leaflet was observed to be damaged causing the mitral regurgitation to worsen due to the delivery system being through the valve, and the continuous attempt at crossing the surgical valve. The mitral regurgitation worsened during the process of advancing the valve, the patient became hypotensive, CPR was initiated and the patient placed on ECMO and a balloon pump. At this point, blood was observed in the syringe, and it was decided to remove the devices. Once the patient was stable, the team attempted to withdrawal the delivery system with the crimped valve back through the mitral surgical valve, however, the inflow strut of the sapien 3 ultra resilia valve got bent. There were multiple attempts to remove the valve from different approaches, including the use of a raptor device through the arterial side (clamp), which in an attempt to grab the sapien 3 ultra resilia valve, the native aortic leaflet was damaged, creating aortic insufficiency. The team was able to eventually pull the delivery system with the crimped valve back through the surgical mitral valve, but they were not able remove it through the 24fr gore sheath due to the bent strut. As they were trying to pull the delivery system through the gore sheath, the distal tip of the delivery system became separated due to resistance with the delivery system balloon (flared balloon) through the surgical valve. The team proceeded with a second attempt withdrawal, but the sapien 3 ultra resilia valve came off the delivery system. The operator eventually was able to pull the valve out through the vein with needle drives through the tract system. A second puncture was performed superiorly, and a new 26mm sapien 3 ultra resilia valve was successfully implanted in the mitral position. The patient then underwent treatment for the damaged native aortic leaflet with subsequent aortic insufficiency with a tavr procedure using a 26mm sapien 3 ultra resilia valve. The procedure was completed successfully. Both of the sapien 3 ultra resilia valves were reported to be functioning well post procedure. The patient was stable at the end of the procedure and transferred to the ICU but passed away over the weekend due to cardiogenic shock and renal failure. Per report, the tip of the delivery system remained in the patient's right femoral vein, and the patient was reported to have a very thick septum, possibly due to previous septum repair. There were no issues with flexing of the ds and no problems with the functionality of the devices. There was no calcification at the mitral valve. Per medical records received, during the procedure, alignment difficulty with the commander delivery system occurred due to a combination of inadequate position of the septal puncture and left atrial angulation. During this process, several struts of the 29mm s3ur valve became bent, preventing withdrawal across the original septal puncture. Attempts to snare and deploy the valve into the descending aorta were unsuccessful and led to native aortic valve injury with severe transvalvular aortic regurgitation and hemodynamic instability. CPR and emergent ECMO were required. The malfunctioning valve was subsequently withdrawn across the septum and removed after becoming dislodged in the right common femoral vein, requiring use of instruments. Significant procedural damage to both the bioprosthetic mitral and native aortic valves contributed to instability. A new, superior posterior transseptal puncture was created despite heavy scarring. During septal dilation with a non-edwards balloon, the balloon ruptured. A 26mm s3ur valve was successfully advanced and implanted in the mitral position under rapid pacing with normal valve fill plus an additional 3 ml. Tee and fluoroscopy confirmed optimal placement with improved hemodynamics and no significant mitral gradient. Due to native aortic valve damage and severe aortic regurgitation, a 26mm s3ur valve was subsequently implanted in the aortic position with initial resolution of regurgitation the next day. A postoperative tee done later that same day, showed the aortic valve prosthesis was well seated with normal leaflet motion but demonstrated severe eccentric paravalvular regurgitation, with minimal central regurgitation, and a low mean gradient of 2mmhg. The 26mm sapien 3 ultra resilia mitral valve appeared well seated with mild central regurgitation; however, the reported mean gradient was 11mmhg, consistent with severe mitral stenosis. A transthoracic echocardiogram done 4 days later revealed a reduced mitral mean gradient of 7mmhg and prosthetic effective orifice area (eoa) of 0.63, consistent with possible prosthetic mitral stenosis and trivial regurgitation. The patient developed cardiogenic shock, and despite ECMO support, the patient passed away either the same day or the following day.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.